Event description:
It was reported that the right atrial (ra) lead had triggered an alert for high impedance. It was also reported that noise was seen on the atrial electrograms from stored episodes. The ra lead remains in use with close follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2002. (B)(4).